Event description:
No additional information

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the sample. Analysis of the samples showed damage on the outer luer near the adapter lug. The assembly process was reviewed. It was suspected that this defect was caused at the tipper. The most probable cause was a minor height offset between the picker and the gripper, which caused the gripper to slightly crush the outer luer thread. Based on the complaint history review, this is the first complaint reported for leakage for this lot. This is most likely an isolated case. As current control, an in-process visual inspection is in place to check for catheter and adapter damage. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: insyte. Device failure: connection issues.

Event description:
No additional information.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
Leakage between cannula and hub, disconnect with q-syte.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. As current controls, there is in-process visual inspections in place to check for damaged components. There is also functional test in place to check for catheter adapter leakage. As no photo or sample was returned, actual root cause could not be established.

Event description:
It was reported that bd angiocath plus 24ga x 0.75in q-syte separated / detached and leaked leakage between cannula and hub, disconnect with q-syte.